Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has occasional runs of ventricular fibrillation (vf) episodes with oversensing of double counted beats noted on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.